Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 97740, serial# (B)(4), product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient¿s device was at eos (end of service). It was reviewed that this meant the device was off/disable and no longer providing therapy. The patient was redirected to their hcp to discuss replacement options. It as reported that the patient was dissatisfied with the ins longevity. The patient stated that they increased and decreased the settings as needed, however they didn't pay attention to the actual numbers. They stated that their last ins lasted almost five years so they just expected this one to last the same timeframe. The patient stated that they used the programmer constantly and they do recall seeing the eri (elective replacement indicator) message, however they didn't think it could be possible that the battery could be low so they just ignored it. No symptoms were reported. It was reported that the patient first saw the eos message a couple of weeks ago in (B)(6) 2018. The patient indicated that they were going to call their surgeon¿s office. It was reported that the patient was having difficulty with their patient programmer. They stated that they had difficulty connecting their programmer to the ins. The patient stated that they were provided with new batteries and then they were able to connect, however they were getting different screens, including eri. The patient didn't remember the other screens. Since the patient programmer was now showing eos, no troubleshooting was performed. It was reported that the difficulty with their programmer occurred in (B)(6) 2018. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer regarding the patient. It was reported that the battery went out and quit working (2018-(B)(4)). There were no further complications reported or anticipated.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer on 2018-mar-19 that the device reached eri/eos much earlier than expected as the patient's other battery lasted 5 years. Per the consumer, it "went out" on (B)(6) 2018 after a heart attack in the hospital. The patient was waiting on the surgery date of (B)(6) 2018 and it was very difficult for them to have no pain control. The patient did not know the cause. The issue was not resolved at the time of the report. No further complications were reported.